Event description:
It was reported that occlusion alarms occurred, which required a visit to the emergency room and was subsequently hospitalized on (B)(6) 2025 with a blood glucose (bg) level of 336 mg/dl with ketones. Elevated bg was addressed by administering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Reportedly, the customer was discharged (B)(6) 2025.